Event description:
Additional information was provided indicating a confirmation of dislodgement of the right atrial lead via x-ray imaging.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Loss of capture was noted on the right atrial (ra) lead. The physician suspected dislodgement due to twiddler¿s syndrome. The event was resolved by explanting and replacing the device. The patient was stable and will continue to be monitored.